Event description:
It was reported that this right atrial (ra) lead was fractured. At this time, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. The device was reprogrammed as a result. Additional information received stated this lead was subsequently explanted and replaced with a new lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial (ra) lead was fractured. The device was reprogrammed as a result. Additional information received stated this lead was subsequently explanted and replaced with a new lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned . The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately -220 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.